Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be improper workmanship. The investigation was performed considering complaint description, cs reports, system history, and system log files. According to the complaint, while maneuvering a mobile c-arm, the right handle was found to be loose. Detailed investigation revealed that the cause of the loosened handle was a poor soldering of the metal frame at the main unit due to improper workmanship. The upper part of the main unit is made of a metal sheet, bended several times. In order to keep the bended shape in place, several soldering points are done during the manufacturing. The handle is attached to one of the bended metal parts. As the soldering points have come loose, the two joints and the handle have come loose. By design, the handle cannot fall off due to this defect and the user will only feel that it is loose. To resolve the problem the customer will receive a replacement system. The occurrence rate of the error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. Internal ID # (B)(4).

Event description:
It was reported to siemens that a malfunction occurred while operating the cios fusion system. The user reported when moving the c-arm it was found that the side handle was broken. There is no report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.